Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a two watchman laa closure devices were attempted but both were removed. A 27mm watchman laa closure device was attempted. Shortly after deployment the tee noted a small effusion not unlike the one at baseline. After pass criteria was met and the device was released it was noted that the effusion was slowly getting larger. The patient was hemodynamically stable. A pericardiocentesis was performed and the effusion was drained. The patient was then transferred to pacu. Later in the day the patient was still draining fluid so the patient was sent to surgery for repair. The patient did well in surgery and is recovering.